Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 310 mg/dl, 118 mg/dl and 115 mg/dl when all testes were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.